Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery for mesh removal, small bowel obstruction secondary to adhesions and lysis of adhesions." No medical records have been provided, however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventrio hernia patch mesh, reference number 0010215, lot number dasl0012 was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery for mesh removal, small bowel obstruction secondary to adhesions and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventrio hernia patch mesh, reference number: (B)(4), lot number: dasl0012 was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery for mesh removal, small bowel obstruction secondary to adhesions and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: on (B)(6) 2009: patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes ¿a large ventrio mesh was tacked to the abdominal wall circumferentially using sutures.¿ on (B)(6) 2010: patient was diagnosed with small bowel obstruction thereby underwent open repair with the removal of ventrio mesh. Per operative notes ¿ventrio mesh was dissected free. Adhesions were removed from the mesh and completely detached from abdominal wall.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence, mesh removal and emotional inquires.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery for mesh removal, small bowel obstruction secondary to adhesions and lysis of adhesions." No medical records have been provided, however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of ventrio mesh, patient was diagnosed with adhesions and bowel obstruction thereby underwent repair with removal of mesh. Updated fields: d4 (UDI no). Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.